Event description:
It was reported to philips that there was no power to the system, as a defective power and fan tray was found. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.